Event description:
It was reported that the right atrial lead had low sensing and high thresholds. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. However, the outer insulation had cosmetic environmental stress cracking, a breached cut, a white substance, and a cosmetic depression. There was blood in/on the helix/lobe mechanism and visual analysis revealed apparent explant damage.